Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room due to hyperglycemia. The patient's blood glucose levels rose above 500 mg/dl. Additional information was solicited, but unavailable.